Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse verified the issue by observation and printouts. The fse removed and inspected the sample nozzle and observed no light through the nozzle, indicating the nozzle was clogged. The fse replaced the nozzle and was unable to determine the cause of the clogged nozzle. The fse repaired and verified the resolution by passing the impasse test and running quality control without error and within acceptable range. No further action required by the fse. The aia-360 analyzer is functioning as expected. A complaint and service history review from the install date on (B)(6) 2024 through the aware date of event june 16, 2025, for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [4017] spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported event was due to a clogged sample nozzle, but the cause of the clogged nozzle was not established.

Event description:
A customer reported "4017 spec.sy clog detected" error message on the aia-360 analyzer. The customer checked for fibrin and none was observed. A technical support specialist (tss) instructed the customer to perform a wash sample nozzle and attempt to flush it. The customer also observed the diluent bottle float was in the correct position and tubing was connected. The customer will monitor the analyzer and follow up. The customer called back and the error reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.